Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 480 mg/dl and a high ketone level; cause was unknown. Customer delivered a bolus via the pump to attempt to address bg value. Bg was then treated at the hospital with intravenous fluids of insulin, saline, and potassium. Reportedly, the customer was released the next day with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended, and no issues were observed with the cartridge, insulin, or infusion set.